Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of pain peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot firmly establish. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s nurse stated different patient contacts assist the patient with pd treatments and therefore, it is possible the event was attributed to a breach in aseptic technique during the pd exchange.

Event description:
On 9/jun/2022, it was reported this elderly patient on peritoneal dialysis (pd) previously hospitalized on (B)(6) 2022 with peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain, nausea, and vomiting. As a result, the patient went to the hospital and was admitted on (B)(6) 2022. It was discovered the patient had peritonitis. Per the nurse, the pd culture results from the hospital are not available. It was reported the patient was treated with intra-peritoneal (ip) antibiotics (medication, dose, and frequency unknown). The patient also continued pd therapy (details unknown) while hospitalized. Subsequently, on (B)(6) 2022, the patient was discharged home and continues pd at home with the same cycler. Per the nurse, the exact cause of the peritonitis event is unknown. However, the nurse confirmed there were no issues with fresenius products in relation to this event. The nurse stated the peritonitis is suspected to be due to a breach in aseptic technique (during the pd exchange) as patient contact are assisting the patient with pd treatments.

Event description:
On (B)(6) 2022, it was reported this elderly patient on peritoneal dialysis (pd) previously hospitalized on (B)(6) 2022 with peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain, nausea, and vomiting. As a result, the patient went to the hospital and was admitted on (B)(6) 2022. It was discovered the patient had peritonitis. Per the nurse, the pd culture results from the hospital are not available. It was reported the patient was treated with intra-peritoneal (ip) antibiotics (medication, dose, and frequency unknown). The patient also continued pd therapy (details unknown) while hospitalized. Subsequently, on (B)(6) 2022, the patient was discharged home and continues pd at home with the same cycler. Per the nurse, the exact cause of the peritonitis event is unknown. However, the nurse confirmed there were no issues with fresenius products in relation to this event. The nurse stated the peritonitis is suspected to be due to a breach in aseptic technique (during the pd exchange) as patient contact are assisting the patient with pd treatments.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, it was reported this elderly patient on peritoneal dialysis (pd) previously hospitalized on (B)(6) 2022 with peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain, nausea, and vomiting. As a result, the patient went to the hospital and was admitted on (B)(6) 2022. It was discovered the patient had peritonitis. Per the nurse, the pd culture results from the hospital are not available. It was reported the patient was treated with intra-peritoneal (ip) antibiotics (medication, dose, and frequency unknown). The patient also continued pd therapy (details unknown) while hospitalized. Subsequently, on (B)(6) 2022, the patient was discharged home and continues pd at home with the same cycler. Per the nurse, the exact cause of the peritonitis event is unknown. However, the nurse confirmed there were no issues with fresenius products in relation to this event. The nurse stated the peritonitis is suspected to be due to a breach in aseptic technique (during the pd exchange) as patient contact are assisting the patient with pd treatments.